Event description:
The pt was recharging her implantable neurostimulator (ins) more than she expected. She normally recharged the ins every 3 days, but reported that her battery depleted completely overnight. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).